Event description:
A high reading issue was reported with the adc device. A caller reported a high scan of 313 mg/dl was received on the sensor when compared to another adc sensor result of 56 mg/dl. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer experienced tremors, sweating, palpitation in the stomach, and a loss of consciousness. The customer was unable to self-treat, requiring treatment of juice from a non-healthcare professional. No further information was provided by the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.